Manufacturer narrative:
The device was received with critical pump error (open book image) alarm. Pump history crc failed alarm was confirmed in the formatted history, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm and critical pump error. The customer¿s blood glucose level was 214 mg/dl at the time of the incident. Customer stated they were not able to clear the alarm. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.